Manufacturer narrative:
The device has not yet been received by the manufacturer. A follow up report will be submitted if the product is received, and if the investigation results require.

Event description:
It was reported by the user facility that the drill heated up. Patient involvement and adverse consequences are unknown. The customer indicated that no else could provide further event details, so attempts to gather additional information were unsuccessful.